Manufacturer narrative:
D4: software version 4.3.2. The hospital had a team working on the issue. The veran representative was on-site again on april 5, 2023. At that time, the facility confirmed the issue had been resolved. It was an internal hospital network change that disrupted the workflow. There was no malfunction of any veran devices.

Event description:
A veran respiratory territory manager was on-site at the user facility and reported the following event. The computed tomography (CT) images were unable to transfer over to the spin planning laptop that was on the hospital's domain. Veran technical support (vsupport) assisted with confirming the correct application entity (ae) title and went behind the software under firewalls and confirmed that private, public, and domain were selected for planning and spin. Vsupport was unable to adjust the windows defender firewall setting on or off because "the settings are being managed by vender application trellix endpoint security firewall". The planning laptop was powered off and back on after the changes were made. The CT images were still unable to be transferred to the planning laptop. As the CT images were unable to transfer over to the spin planning laptop, the procedure was converted to an endobronchial ultrasound bronchoscopy (ebus) and radial ebus, rather than using the veran spin thoracic navigation system. The conversion of the procedure from peripheral bronchoscopy with electromagnetic navigation to an ebus would result in significant additional time under anesthesia. This report is being submitted for the prolonged surgery. Additional information was received that confirmed the previous/last procedure on (B)(6) 2023, was completed without issue. The hospital had made some network changes in-between the previous procedure and the subject event. Veran was restricted from usb access, and approval was required to burn a cd to obtain the images. Once approval was granted, they were still unable to import the CT images using the cd drive, since that was also being blocked.